Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up approximately 2 months post-op where physician observed a type ib endoleak. Physician elected to re-intervene and implanted one ovation ix iliac limb on each side, which successfully resolved the type ib endoleak. The patient is reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported distal loss of seal was determined to be unknown/undetermined due to the lack of relevant medical information surrounding the event. No procedure-related, user-related, or anatomy-related contributing issues, and/or cautionary/off-label product use conditions could be determined due to a lack of medical records. The final patient disposition was reported to be stable without additional patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).